Manufacturer narrative:
Investigation revealed that the root cause of this failure mode is linked to a design error. The seat elevator - top plate failure is a known issue and a part of a CAPA investigation. It was determined that this reported event was attributed to stress, leading to eventual fatigue in the material on the top plate. The patient using the device was not injured in the incident. The patient was not wearing a positional belt as required when occupying the device as stated in the owner's manual (labeling attached to report). The patient has been informed of the requirements of the positional belt and referred to the owner's manual. The wheelchair is currently not in use and will either be repaired with a component not subject to this deficiency or a replacement wheelchair will be supplied. A follow up MDR will be filed upon completion of CAPA investigation. The DHR for this device was reviewed and the wheelchair met specification prior to distribution.

Event description:
Reports state that the top plate of the seat elevator tore at the weld causing the seating system to lean forward. As a result the patient slid out of the wheelchair. No injures were reported. Patient was not wearing a positional belt when incident occurred.